Event description:
Another MFR's ptca balloon was inserted to treat a totally occluded lesion in the right coronary artery of a pt who experienced an acute myocardial infarction. The lesion was pre-dilated with the 3.5mm ptca balloon causing a dissection in the coronary artery. An s7 stent delivery system was inserted into the coronary artery and the stent was successfully deployed in the distal right coronary artery. A 4.0mm diameter by 18mm length s7 stent delivery system was then inserted to treat a lesion proximal to the previously deployed s7 stent. It was not possible to cross the lesion due to the vessel closing down; therefore, the stent delivery system was removed. Resistance was encountered in pulling the device back. The stent delivery system and the guide catheter were then pulled back as a single unit to the femoral sheath. Upon removal at the sheath, it was noticed there was no stent on the delivery balloon. The stent had dislodged from the delivery balloon in the femoral artery. There were no attempts to retrieve the stent and it remains within the pt's arterial vasculature. The target lesion was subsequently treated with two stents from another MFR. The pt was reported to be fine post procedure and there are no additional clinical sequelae reported related to the event. The instructions for use were not performed when the totally occluded lesion was not 1:1 pre-dilated.